Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: drive shaft-minimum 520mm length-for use with ria was received at us cq. Upon visual inspection at cq, it is observed that the distal tip of the device was broken. The rest of the device shows minimal wear which would not contribute to the complaint condition. Thus, the reported complaint is confirmed. Service & repair history: the previous service event for part number 314.743 with lot number h154619 has been reviewed. No service history review can be performed as the item has not previously been sent in for service. There is no relevant information to the current complained issue. The service history review is unconfirmed. Device failure/ defect found? Yes. Dimensional inspection: dimensional inspection of the received was performed at cq. The diameter of the drive shaft was intended to be measuring from 5.148mm to 5.155mm . Document/specification review: no design issues or discrepancies were noted during the investigation. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Complaint confirmed? Yes. Investigation conclusion: a visual inspection, dimensional inspection, and document/specification review were performed as part of this investigation. The device was observed to be broken. Thus, the complaint is confirmed. While a definitive root cause for the reported problem cannot be determined, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 314.743. Synthes lot number: h154619. Supplier lot number: n/a. Release to warehouse date: mar 27, 2017. Expiration date: n/a. Supplier: (B)(4). (B)(4) was generated during production for 13 parts with dents on barrel edge. Parts were re-worked. This non-conformance is not relevant to the complaint condition since it is not related to tip of the reamer shaft was broken off. Device history review of the device history record showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h11/d10: device was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrx. Occupation: synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, while inventorying the metro reamer/irrigator/aspirator (ria) system, it was noticed that the tip of the reamer shaft was broken off. There was no patient involvement. This is report 1 of 1 for (B)(4).